Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Initial reporter (full) phone: (B)(6).

Event description:
The complaint/event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch. Leakage was reported under the filter chamber during a blood transfusion of packed red blood cells. For this incident, the rn noticed the problem when the blood product had just been initiated. There was no adverse event or harm; however, there was delay in therapy when they have to re-prime another tubing set. The blood that was primed in the other set was technically wasted and the patient did not receive it. This report reflects the 2nd of 2 occurrences.

Manufacturer narrative:
Received: one (1) new list# 142120490, primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch. As received, the set was visually inspected, and no anomalies were found. The set was air pressure leak tested, and no leaks were found. The used/affected set was not returned for evaluation. Without the return of the used sample, a comprehensive investigation cannot be performed. The complaint cannot be confirmed on the returned, new set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.